Event description:
It was reported that the doctor states the patient fell at work and tore his left patella tendon. Hardware was removed. Doctor is waiting for patella tendon to repair, then the patient will be scheduled for a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.